Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for earth leakage current failed performance specification. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The assignable cause for additional problem of earth leakage current test was determined to be shorted power supply printed circuit board (pcb). Baxter will continue to monitor similar reports to determine if further actions are required.